Event description:
It was reported that a spectrum iq infusion pump was over-infusing during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "over infusing," was not reproduced. The device was sent for flow accuracy testing, and the device passed. A review of the event history log (ehl) revealed the pump alarmed "downstream occlusion!" 4 times, and "upstream occlusion!" Once. The rate was then decreased to 40 ml/hr and the vtbi decreased to 20 ml. The infusion ran to completion without and further interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction was required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.